Manufacturer narrative:
(B)(4). Reporting facility street address and phone number are not available. The subject device is expected to be returned to the synthes manufacturer for evaluation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4) for unanticipated intraoperative imaging and additional intervention to remove guide wire fragment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgical procedure to treat a pertrochanteric fracture ((B)(4)) with a dynamic hip system the guide wire broke at the fracture region when the surgeon drilled with a triple reamer. The surgeon removed the broken guide wire fragment with a needle holder with the assistance of intraoperative imaging. The surgeon successfully completed the procedure. There was a 30 minute surgical delay due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing investigation - the investigation has shown that the guide wire is broken into two pieces, both fragments were returned. The review of the device history record revealed that this instrument was manufactured in may 2015 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Diameter of the broken guide wire measures 2.49 mm, which comply with the specifications. Further dimensional inspection could not be performed due to the damage incurred. The guide wire is made from stainless steel (1.4441) and is manufactured in compliance with the international standards for surgical instruments. The guide wire presents the typical fretting marks when the device was used in a misaligned position. A lateral mechanical overload situation during use caused a bending of the guide wire and finally the reamer cut the wire. The device sheared off due to an excessive force effect. There have been no quality issues identified that resulted in a faulty product with this art/ lot number. In addition, we are not aware of any further complaints with this article /lot number combination. It is likely that the type and extent of damage was incurred caused by wrong handling. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 27 may 2015. No ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.